Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch/serial number was not provided; therefore, a manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an lap gastric sleeve, on the 4th firing of sleeve w/gold reload (seamguard) the surgeon noticed two staples near the proximal portion of firing unformed, staples were perpendicular to tissue. There was no harm to patient, no issue with hemostasis or staple line integrity but surgeon placed large clips over that portion of staple line.